Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. The mother stated they had stopped insulin pump therapy due to the alarms, but would now like to resume insulin pump therapy. The mother requested to have the insulin pump replaced due to the alarms. Customer's blood glucose was 404 mg/dl. No additional information provided.